Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B) (6) for the suspect device used in system 2.

Event description:
Reporter alleged obtaining a result of 183 mg/dl on compact plus system 1 compared back to back with a result of 76 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Attorney reported: on (B) (6) 2006 - pt underwent a hernia repair surgery. Pt's hernia was repaired with a bard composix e/x mesh. On (B) (6) 2006 - pt's condition worsened progressively and he sought treatment after developing a seroma. On (B) (6) 2006 - pt's condition worsened progressively and he sought treatment after developing a seroma. On (B) (6) 2008 - pt continued to experience pain even after having the seroma drained. A CT scan performed on this date revealed recurrence of the ventral hernia and showed that the mesh had pulled apart from the abdominal wall. An abdominal binder was placed until (B) (6) 2008. On (B) (6) 2008 - pt underwent laparoscopic repair of the recurrent hernia and excision of the mesh. During surgery, the mesh was observed to have caved into the upper part of the hernia. Extensive lysis of adhesions was performed at that time. The mesh was explanted and replaced with an ethicon proceed mesh. Because of the defective composix e/x mesh patch and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.